Event description:
It was reported that, "on 3.5 locking, ring of metal developed, he was in 30 degrees radius." "I think the metal shaving that appeared was from the plate."

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.